Event description:
The customer complained of high blood glucose levels. The reported blood glucose reading was 554 mg/dl. During the phone call, the customer stated that she was not feeling well. The customer was advised to seek emergency medical assistance. The customer was also advised to call back to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.